Event description:
The customer reported to olympus the air supply of the gastrointestinal videoscope was weak. The issue was found while inflating during a diagnostic gastroscopy, which was completed. Inspection and testing of the returned device found the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
B3, event date, has been reported to have been "late april." The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle had foreign objects. In addition to the reportable malfunction, the following were noted: due to clogging of nozzle, water supply volume, air supply volume, and water removal ability did not meet the standard values; due to wear of angle wire, bending angle in up direction did not meet the standard value and the play of upward/downward angulation control knob was out of the standard value; scope connector cover unit, suction connector, universal cord, grip, scope cover, switch box, forceps elevator lever, forceps elevator knob, upward/downward angulation control knob, control unit, right/left knob, and connecting tube all had a scratch; and the control unit had discoloration. The customer cleaned, disinfected, and sterilized the device before sending it to olympus. No delays in cleaning have been reported. The air/water nozzle had been flushed with air and water, as well as detergent solution. The device had been inspected prior to use. There were no abnormalities reported in the accessories used for reprocessing. The subject device was immersed in detergent solution. The end user wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.